Event description:
The account alleged that the stretcher brakes will lock, but will still swivel at the head section.

Manufacturer narrative:
The account replaced the worn head section brake casters to repair the stretcher.